Event description:
The physician attempted a closure with a prostar xl 8 fr. Device. The device was inserted over a wire and the wire was not removed. The device was deployed but none of the needles presented. Needle back down was unsuccessful. The pt was scheduled for bypass surgery that same day therefore the device was left in the groin and removed during the bypass surgery. The pt recovered without incident.